Manufacturer narrative:
Date sent: 08/13/2007. Interface board and black cable replaced. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The event was reported the probe received an l3-002 error during initialization. The customer straightened the cabling, reseated the connectors, noticed the green cable connector was loose-fitting, held the connector in place, attempted to initialize the probe and received another l3-002 error. A second probe was tried, initialized successfully, and the case was completed with no pt consequence.